Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to non function. Prior to the procedure, a temporary pacing wire was inserted. It was noted that although this was a non-infected lead, the lead itself felt soft during preparation for removal, so the strategy was to remove the lead without disconnecting the is-1 connector to hopefully prevent the lead from breaking during the procedure. The two leads were prepped with stylets and cook medical liberator devices were used within each lead to provide traction to aid in extraction. The physician then chose a spectranetics 14f glidelight laser sheath and began attempt to extract the rv lead first. However, progress stalled near the superior vena cava (svc) region, and the physician switched efforts to the ra lead. At this time, the patient's blood pressure dropped. Anesthesiology department gave medications, and it was judged by the team that the blood pressure was temporarily lowered due to ventricular traction being provided by the cook liberator device, and the procedure was continued, focusing effort again on the ra lead. The glidelight device could advance smoothly and then stalled just in front of the lead area minus the electrode. Efforts turned again to extraction of the rv lead using the glidelight device. However, at this time, the patient's blood pressure dropped suddenly. Although tamponade was confirmed with transesophageal echocardiography (tee), the shadow was not visible and it was then determined a tear had occurred on the vein. Rescue efforts began, including cardiac massage, thoracotomy and bypass. A tear was confirmed in the svc, approximately 2cm long. The area was successfully repaired. Discussion ensued as to whether leads should be removed surgically; however it was determined that surgical removal in this condition would be too high of a risk, so the rv and ra leads remained in the patient's body. An epicardial lead was placed and the wound was closed. At that time, the patient's condition suddenly changed during the procedure, and pacing by the epicardial lead became a failure. It was determined that cardio-pulmonary bypass weaning was impossible, and the patient was transferred to ICU on bypass. Unfortunately, two days after the procedure, the patient died. This report is submitted to capture the 14f glidelight device which was in use in the area of injury when the patient's blood pressure dropped. There was no alleged malfunction of the glidelight device in use during the procedure.

Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 1802, 4621.